Manufacturer narrative:
Concomitant product(s): a 5086mri lead, implanted: (B)(6) 2012; a 6947m lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and was non-functional. The lead was removed but not replaced as the coronary sinus could not be cannulated. It was also reported that the right atrial (ra) lead was functioning poorly. The lead was capped and replaced as it could not be advanced or repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.